Event description:
During the device evaluation, it was observed that the subject device had exhibited a rear wiring failure, component failure of the universal cord and an image failure. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rear wiring failed due to component failure of the universal cord and image (3d) fail due to component failure of the imaging device components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.